Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 8fr angio-seal device failed. The device deployed as normal however, once tamping down on the tamper tube there was active bleeding at the arteriotomy, which caused the rt who deployed the device to have to hold pressure. Pressure was held for one minute and hemostasis was achieved. Estimated blood loss was less than 250cc. There was no harm to the patient, and they were reported to be fine. The procedure outcome was successful. There were no other devices or equipment being used with the reported product. Additional information was received on 09sept19. The procedure that was being performed was an aaa using an 8fr procedural sheath. A pre-deployment angiogram was performed. Deployment was deemed normal.